Event description:
This lv lead was implanted on (B)(6) 2012 and remains implanted at this time. A report received on (B)(6) 2016 stated that this lead had high intermittent capture due to dislodgement. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).